Event description:
The advocate called for help with the customer's meter. She stated that the customer's blood glucose was tested using his contour meter and the reading was 562 mg/dl. The customer's glucose was retested using the advocate's meter and the reading was 266 mg/dl. The 562 mg/dl reading was off the chart, but it appears the difference between the readings could fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.